Event description:
It was reported that: after the pt was induced, the anesthesia machine would not deliver any fresh gas flow to the patient in either manual or automatic ventilation modes. There were no error messages displayed. The anesthesia machine was replaced to complete the case. No patient injury. The doctor reported that the leakage and compliance tests were performed before the case. The device posted a 13 cc leak value. The staff performed a manual leak test by closing the apl valve and pressing the o2 flush button, but the breathing bag would not fill.

Manufacturer narrative:
A drager service rep performed an evaluation of the anesthesia machine. The reported symptom was attributed to an improperly seated absorber canister. The canister was properly seated and the device functioned normally.